Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing facial drooping following initial implantation surgery. The recipient was prescribed prednisone. The recipient is improving.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has recovered and is using the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.